Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one mission disposable core biopsy, compatible coaxial, blunt stylet and 10 mm adapter was received for the evaluation. Upon visual evaluation, the hub was found to be detached from the compatible coaxial. No other visual anomalies were noted on the device returned. Due to the nature of the complaint, the functional testing was not performed. Therefore, the investigation for the reported break issue is confirmed as the hub was found to be detached from the compatible coaxial. A definitive root cause for the reported break issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 11/2025), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a liver biopsy procedure through normal tissue, the outer cannula allegedly broke in the patient. Coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2025).

Event description:
It was reported that during a liver biopsy procedure through normal tissue, the outer cannula allegedly broke in the patient. Coaxial was used. The procedure was completed using another device. There was no reported patient injury.